Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was high blood glucose over 1000 mg/dl in range that led to a coma. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller is unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis or upload as they did not have possession of the pump.